Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer experienced high blood glucose levels of 33 mmol/l. The customer's other blood glucose was 25 mmol/l at the time of incident. The customer was treated with manual injections for high blood glucose values. The insulin pump experienced prime anomaly as it was unable to exit the preparing to prime loop. The customer stated they did not receive 2nd series of beeps nor did numbers appear on the screen. The insulin pump passed the displacement test. Troubleshooting was completed with running self test. The device is not expected to be returned for analysis.